Event description:
Reporter stated that back to back tests performed on rptr's surestep meter were 363 and 463 mg/dl. Control solution test result (115) was in range (93-139). No symptoms were reported. There was no allegation of harm.